Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that one of his blood glucose readings was not stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. Control tests and simulated blood tests were run using the returned meter with in-house test strips and in-house control solution, which gave satisfactory performance. The simulated blood readings were properly stored in meter's memory. The blood glucose readings from the meter were synced with the contour diabetes app and the readings were properly displayed on the app.